Manufacturer narrative:
Additional information: d10, h3 plant investigation: the device was returned to the manufacturer for evaluation and no physical damage was noted. There were no visual indications of dried fluid within the cassette compartment, no visual indication of particulates, and no burrs or sharp edges in cassette area. A simulated treatment (st) using as-received treatment settings with reduced dwell times was performed successfully. No fluid leaks in the test cassette during the st test. During a st pre-accelerated stress test (ast) 15-minute test treatment (tt) setup phase, a balloon valve leak warning occurred. The cycler passed a system air leak test and a mushroom head check. The valve actuation test failed due to one of the valves drain blocks not closing. Troubleshooting revealed both valves on the right pump assembly manifold bent causing an intermittent electrical contact. The bent valve connections were straightened, and the pump assembly will be replaced in production. A subsequent st pre-ast 15-minute tt was performed and failed. When the dummy tummy patient bag was filled to the correct fill volume in diagnostic mode and the patient line was restricted to simulate a slow flow, the heater bag (hb) volume screen displayed less fluid than what was present in the hb. With the flow alert option enabled and flow is restricted, the cycler does not correctly track the hb volume. No other discrepancies were encountered in the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler during their pd treatment. The nurse reported that the cassette compartment of the cycler was dry. The nurse reported that the patient was receiving a balloon valve leak alarm and a supply bag lines are blocked message during dwell 1 of 4 of treatment. The nurse stated that all lines were clamped and treatment was canceled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn stated that it is unknown where exactly the fluid leak originated from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.